Manufacturer narrative:
Information referenced the main component of the system and other applicable components are:product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient&#62688;implanted system which was used to deliver baclofen (294.1 mcg/ml at 14.12 mcg/day), dilaudid (10 mg/ml at 0.48 mg/day), fentanyl (738 mcg/ml at 35.43 mcg/ml), and bupivacaine (7.3 mg/ml at 0.3504 mg/day). The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, it was reported that the patient had experienced a decrease in pain control on an unknown date. A catheter dye study was performed and the hcp was unable to aspirate the catheter. A catheter revision was done on (B)(6) 2016 and the hcp noticed a small hole/kink 1 cm from the anchor. The damaged portion of the catheter was trimmed and the catheter was reconnected with good cerebrospinal fluid flow. At the time of the report the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.